Event description:
The customer stated that her husband had to call the medics twice in one day. She passed out and the medics were called. Both times the medics came she was given 2 amps of d50 and IV to bring up her bgs, she drank some juice, and she refused to go to the hosp. Her blood glucose readings were low at 28 mg/dl the first time the medics came, and the second time she was in the lower 20s. The customer also gave herself oral insulin. The customer does not eat very much, and she has also been diagnosed with anorexia.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported pt's hypoglycemia and the reported medic visits. No lot qualification records were reviewed, as a product lot number was not provided.